Event description:
It was reported that this implantable pacemaker recently declared a signal artifact monitoring (sam) episode that disabled the minute ventilation (mv) sensor signal. Upon review, it was noted that the sam episode coincided with noise the patient's hospitalization and ablation procedure in 2024. The sensor was re-enabled, and standard exercise testing will be performed to evaluate the mv sensor function. Boston scientific technical services instructed that they should be contacted again if any further action is needed. At this time, this pacemaker remains implanted and in-service. No adverse patient effects were reported.